Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/14/2025, it was reported by a sales representative via (B)(4) that an ar-9821 apollo probe gray shaft around the wand broke. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error in handling the device/user-applied excessive mechanical forces, causing damage to the functionality of the device¿s features. Ref: (B)(4). 5. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur.